Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient did not receive the persona tm tibia; therefore, the initial report should be voided.